Event description:
It was reported that the patients ipg was unable to connect to the clinicians programmer (cp) and could no longer be reprogrammed. It was noted that the patient had a fall. The patient underwent an ipg replacement procedure and was doing well post-operatively.

Manufacturer narrative:
Sc-1432 sn (B)(6). The returned ipg was analyzed and found that the device with a primarily cell battery has reached the elective replacement indicator (eri) stage when the battery voltage reached 2.75v after 103 days in service. Based on the eui of 100, the ipg should only last 3 months, which matches with the actual number of days it lasted before the eri message was received. In addition, the patient data showed that the battery plunged from 2.744 volts to 1.823 volts at once (timestamp 36319580). It also exhibited excessive current leakage, about 106 microamperes. However, at the time the rep met with the patient, the rc (remote control)/cp still displayed that the ipg is in eri mode, meaning the battery has yet to drop to 1.823 v, below the reset state. If they linked or try to communicate with an ipg with a voltage below reset state, all they would get is a communication error message on the rc. Therefore, this event was considered explant damage.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was unable to connect to the clinicians programmer (cp) and could no longer be reprogrammed. It was noted that the patient had a fall. The patient underwent an ipg replacement procedure and was doing well post-operatively.